Event description:
Consumer reported mixed product, she stated that there were 8mm syringes mixed in with her 6mm syringes. Consumer stated that the issue involved two sealed bags from the same box. Consumer also reported that within the past few years, she found syringes that would not draw and others where the scale markings were faded. Consumer said that she did not report the issues and she did not save the packaging or samples but it was the same product. Consumer does not re-use. Lot #: 3285633, additional lots unknown. Catalog #: 324920. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation conclusion). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue, root cause remains unconfirmed, and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.